Event description:
Information was received that during pre-testing fill up of this smiths medical cadd cassette reservoirs, the customer noticed that medical fluid was leaking from the upper part of the medication bag. No reported adverse effects or patient injury.

Manufacturer narrative:
Other text: one picture was returned and it could be seen that there was a leak in the bag. One sample was returned for analysis and no discrepancies were detected on visual analysis. When performing a leak analysis with the cassette, it was confirmed that the sample was leaking. "Bag stuffing/loading into housing? Operation was reviewed to ensure workmanship has attention to the operation and the fixture does not have sharp edges. Leak testing was reviewed to ensure that measures are within specification, no discrepancies were found. Below occurrence mitigations on placed are following during manufacturing process: production performs 100% visual inspection to assure that the parts shall not be damaged including scratches) or distorted/warped. Production performs 100% leak test per pm-1011 and av-0142 to assure assemblies have been manufactured in accordance to procedure and the tube and bag components does not present a leak overall. Below detection mitigations on placed are following during manufacturing process: per qp 67-2265 rev.116 quality sample (B)(4) at an interval of two (2) hours + or - 30 minutes, prior to placing product in bag in order to verify parts are free of damage, scuffs, pinch marks, etc),cracks, crazing, cuts, or other workmanship defects that can affect assembly appearance and function. Root cause investigation and corrective actions will be follow by CAPA process, through CAPA-000713 open on september 22nd 2020. By the date that this investigation report is documented CAPA-000713 is under investigation phase. The expected due date of this investigation phase is november 23rd 2020.